Event description:
Customer has total protein urine results for external linearity material that recovered lower when compared to their peers. They performed a parallel study between the previous total protein urine reagent lot that was currently in use and a new lot of reagent. Customer used pt samples and the results were different. Customer provided results from linearity material and four pt samples, a result from one pt was discrepant: initial pt result using old reagent lot was 3.7, repeat using new reagent lot was 7.3 mg per dl. Customer reran the linearity material using the new total protein urine reagent lot and recovered results closer to their peers. Customer stated discrepant or erroneous results were reported and she does not know if any pts were adversely affected due to the erroneous results. The field service rep did not determine a cause. He performed preventative maintenance and found no problem with the analyzer that would have caused the discrepancies. The field service rep observed analyzer operation and the customer ran quality control.